Manufacturer narrative:
Analysis was normal, no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for device change out, loss of output was noted for approximately 30 seconds. No reports of patient symptoms. The device was explanted and replaced successfully.